Event description:
The hcp reported impedances indicate open circuits. The pt has had a decrease in therapy over the last two months. The hcp reported impedances indicated open circuits at the prior office visit also. The pt falls often but not hard. Refer to medwatch report # 6000153-2007-03891.

Manufacturer narrative:
.